Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 73162 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter (a hair) caught between the cap and the tube.

Manufacturer narrative:
Medical device manufacturer changed to (B)(4).